Manufacturer narrative:
Concomitant medical products: logic femoral ps cem right sz 3 (cat# 02-010-01-0330 / serial# (B)(4)). Logic tibia fin tray cem sz 3f/3t (cat# 02-012-39-3030 / serial# (B)(4)). Three peg patella 35mm (cat# 200-02-35 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported by the legal brief, on or about (B)(6) 2011, patient underwent a right total knee replacement surgery and was implanted with an optetrak logic ps primary system. Then, patient eventually developed pain and instability in his right knee. On or about (B)(6) 2018 patient underwent right total knee replacement revision surgery to remove and replace the defective optetrak logic ps tibia insert and also remove replace the femoral component and tibial tray. During the surgery, patient¿s orthopedic surgeon found significant synovitis, which had to be excised. His revision surgery findings included wear patterns within the polyethylene tibial insert along the post as well as the ridges in both the medial and lateral bearing surfaces. Upon removal of the tibial tray patient¿s surgeon noted cystic erosions and some bone loss.

Manufacturer narrative:
The revision reported may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, instability, or any combination of these possibilities, which led to wear of the polyethylene insert and subsequent osteolysis and pain. However, this cannot be confirmed as the devices were not returned for evaluation and images of the explanted devices and pre-revision radiographs were not provided. Based on the available information, the reason for the reported instability cannot be determined.